Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that ac power and battery charging lights are not lit; further information was provided that ac charge and battery lights are not working. There was no adverse patient impact reported.